Manufacturer narrative:
Complaint conclusion: as reported by an affiliate, a smart control was unable to cross the lesion, and the distal tip of the outer sheath was moved a little proximal and frayed. The target lesion was from the left superficial femoral artery to the left popliteal artery. The lesion was de novo, moderately calcified and slightly tortuous with 100% stenosis. Approach was made from the right femoral artery, and the guiding sheath was delivered to the common femoral artery. A guidewire crossed the lesion and pre-dilation was conducted. A 6.0 x 100mm smart control was advanced over the guidewire, but there was difficulty crossing the lesion and the device was retrieved from the patient. Additional pre-dilation was conducted and the smart control was re-delivered but could not cross the lesion. When the smart control was retrieved and checked outside the patient, it was confirmed that the distal tip of the outer sheath was moved a little proximally and was frayed. There was slight gap between the distal end of the inner shaft and the distal tip of the outer sheath and a slight crack at the distal tip of the outer sheath, but it was not separated. The stent was not released at all, and the locking pin had been in place. The target lesion was dilated again with the balloon catheter and sufficient blood-flow was observed, therefore, the procedure was completed successfully without stent placement. There was no patient injury. One non sterile smart control, iliac 6x100ml was received coiled inside a plastic bag. The locking pin was in place. One kink was observed in the ID band. The stent was observed pre-deployed. No further anomalies were found. The outer diameter of the outer sheath was measured and found to be acceptable. A functional test was performed and the stent could be deployed with no anomalies found. Microscopic analysis was performed and no damaged was found in the tip section. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The cause of kink could not be conclusively determined; however, it does not appear to be manufacturing related. The failures reported 'catheter tip frayed/split/torn-in patient and cracked-in patient' by the customer were not confirmed; the outer sheath was found to be acceptable and there was no damage to the tip section. During the manufacturing process there is a control to detect this kind of issue (100% inspection). The "failure to cross" reported by the customer was not confirmed. The outer diameter was found within specification. Vessel characteristics (tortuosity, stenosis, calcification), handling and procedural factors could have contributed to the failure experienced by customer. Neither the DHR review nor the product analysis suggests that the complaint is related to the manufacturing process, therefore, no actions will be taken.

Event description:
As reported by an affiliate, a smart control was unable to cross the lesion, and the distal tip of the outer sheath was moved a little proximal and frayed. The target lesion was from the left superficial femoral artery to the left popliteal artery. The lesion was de novo, moderately calcified and slightly tortuous with 100% stenosis. Approach was made from the right femoral artery, and the guiding sheath was delivered to the common femoral artery. A guidewire crossed the lesion and pre-dilation was conducted. A 6.0 x 100mm smart control was advanced over the guidewire, but there was difficulty crossing the lesion and the device was retrieved from the patient. Additional pre-dilation was conducted and the smart control was re-delivered but could not cross the lesion. When the smart control was retrieved and checked outside the patient, it was confirmed that the distal tip of the outer sheath was moved a little proximally and was frayed. There was slight gap between the distal end of the inner shaft and the distal tip of the outer sheath and a slight crack at the distal tip of the outer sheath, but it was not separated. The stent was not released at all, and the locking pin had been in place. The target lesion was dilated again with the balloon catheter and sufficient blood-flow was observed, therefore, the procedure was completed successfully without stent placement. There was no patient injury.

Manufacturer narrative:
Concomitant devices: gw: radifocus 0.035inch angled. Guiding sheath: parent 6f. The device was returned for analysis, but the analysis has not yet been completed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt.